Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequent information indicates that the device was explanted for an unknown reason. The device has been returned for analysis.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this pacemaker experienced syncope and a fall. At a system check the device exhibited normal interrogation and all daily measurements were present. Technical services (ts) advised a memory download be performed for further assessment. Engineering analysis of the device memory revealed it was in automatic capture (ac) retry. No other anomalies were noted. Engineering discussed the possibility of high thresholds or the patient being sensitive to a longer atrial-ventricular delay (avd). Ts recommended turning off ac to keep the device out of retry. This device is part of the low voltage capacitor advisory population described in the physician communication on june 23, 2006, however was not believed to have been impacted by the advisory.